Event description:
Same case as MDR ID 2134265-2012-07416. It was reported that during preparation for a rotational atherectomy treatment procedure, the guidewire fractured. During a rotational test outside of the patient with a 1.5 mm rotalink plus burr, the guidewire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).